Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. It was reported that they can't get the stimulator to work. Patient stated they charged the implant and put it on where it was supposed to be but it doesn't seem to stimulate their back. Patient said the implant battery is charged up but it is not providing any stimulation. Patient mentioned that their back is killing them today and it is going into their hips. Controller was showing the setup screen agent walked patient through connecting the controller to the recharger. Patient got no device found. Pt controller then showed controller battery empty charge the controller battery. Patient plugged the controller into the ac power supply. Pt will charge the controller and call back in as needed. Agent verbally provided physician listings to the patient.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.